Event description:
False positive troponin I (tni) results of 0.28 ng/ml on one draw for a patient using triage profiler sob where results from draws done 2 hours earlier and one done 3 hours later were <0.05 ng/ml; recovery on bayer was also normal. Patient presented to physician's office with sob (shortness of breath), palpitations and fatigue. Based on patient history of cardiac issues, the patient was sent to hospital. She was admitted and a cardiac catheterization was performed. Information is not available as to when this decision was made relative to when the triage results were obtained. Diagnosis: bundle branch block, moderate asc, blockage in lad.

Manufacturer narrative:
Product support (ps) tested returned and retained devices. Ps did not observe high outliers during calibrator and whole blood testing. Ps did not confirm the client's observations with in-house testing. Customer complaint could not be directly confirmed for lack of specimen. Contribution of non-biosite pipette uncertain. Testing with retained product indicated no outlier results to which the false positive tni result could be attributed. Batch record review indicated single point outliers on each of 2 days when non-diseased patient whole blood was examined. Deficiency established. Release specification evaluation pending.